Manufacturer narrative:
Very little information known about this event; this is considered reportable since a revision surgery was required. It cannot be determined if user error (set screw not torqued enough) could have contributed to the event.

Event description:
Migration of pedicle screw cap; required revision surgery. No adverse consequences otherwise for the patient.